Event description:
It was reported that the physician was attempting to use a 2.25mm diameter x 22mm length resolute integrity rx drug eluting stent to treat a lesion in the obtuse marginal with severe tortuosity; lesion was moderately calcified with 95% stenosis. The artery diameter was 2.5mm and lesion length 22mm. The physician encountered resistance while advancing the device and the device failed to cross the lesion. Physician removed device from the patient but the stent dislodged. The stent was removed from the patient successfully as it was located in the tuohy. Device was removed per IFU with no issues noted. Another same size stent was used to complete the procedure with no injury to patient.

Manufacturer narrative:
Evaluation results: deformation problem. (B)(4).

Event description:
Device evaluation: the distal tip was flared indicating that it may have been stubbed during advancement. The stent was returned dislodged from the balloon of the delivery system. Crimp impressions were visible along the working length of the balloon. A number of mid stent segments were stretched and deformed. The remaining segments were partially flattened and deformed.

Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). No results available since no evaluation performed (device or procedural images not provided for review). Patient's condition affected effectiveness of device (target lesion exhibited severe tortuosity, moderate calcification and 95% stenosis). Inherent risk of procedure (stent dislodgement). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (target lesion exhibited severe tortuosity, moderate calcification and 95% stenosis). Unable to confirm complaint (device or procedural images not provided for review). Known inherent risk of procedure (stent dislodgement). (B)(4).